Manufacturer narrative:
The device was returned for evaluation. It was identified that the handpiece had no vibration due to a faulty transducer. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the c2602 cusa excel 36khz straight handpiece had no vibration. The date of the incident was not provided. The device was not in contact with the patient. The patient was not prepped for surgery. There was no surgery delay. Additional information has been requested.